Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the device had premature battery depletion and reached recommended replacement time five years from date of implant. The device was removed and replaced. No patient complications have been reported as a result of this event.